Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube and calibrated it. No patient injury was reported.

Event description:
The customer reported the system would not display fluoro images, and was displaying an error message. No patient injury was reported.